Event description:
It was reported the customer had low blood glucose of 2.3mmol/l, treated with food. Customer called initially to report issues with the transmitter and the sensor not connecting. Assistance was provided. Customer was advised to remove the sensor and it was bent as well as bloody. Customer stated the site did bleed when sensor was removed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.